Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not produce x ray. System was moved to a different room and then operated normally. There was no adverse patient involvement reported. There was no patient information reported.